Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because the nurse reported a breach in aseptic technique (touch contamination) by patient. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.

Event description:
This is a report received from global pharmacovigilance and is a consumer report from a patient with supplemental information from a nurse. On (B)(6) 2012, the following information was reported to home care services during a call with the patient: on an unknown date the patient experienced peritonitis. Cause of peritonitis was unknown. On an unreported date the patient was hospitalized. At the time of this report, the patient was recovering and pd therapy was ongoing. On (B)(6) 2012, the following information was reported to home care services by the nurse: on an unknown date the patient experienced peritonitis. Cause of peritonitis was patient made a mistake / had a touch contamination. At the time of this report, the patient was recovering and pd therapy was ongoing. The nurse further clarified the patient was not hospitalized for this episode of peritonitis. The nurse stated the patient was in the hospital in (B)(6), but not for the current issue of peritonitis. Per the nurse the patient was not following the proper dialysis procedures and the patient was "very confused about what was going on." The nurse stated the event of peritonitis was not related to any of the baxter solutions. No further information was provided. On (B)(6) 2012, pharmacovigilance performed follow-up with the peritoneal dialysis registered nurse (pdrn) regarding the peritonitis event. The following information was obtained: the pdrn could not remember any (B)(6) hospitalization. She confirmed in (B)(6) 2012, the patient developed peritonitis, but was not hospitalized for this event. Treatment included vancomycin ip (dosage, frequency not reported). Cause of peritonitis was related to the patient being in and out of hospital and from break in aseptic technique. At the time of this report, the patient was recovering from peritonitis and continuing to perform pd therapy with dianeal. The pdrn had planned to retrain the patient on aseptic technique, but training had not yet been completed at the time of this report. Per the nurse, the events were not related to dianeal or baxter disposables. The pdrn had become agitated and ended the conversation; thus the event of confusion and being 'in and out' of the hospital could not be further clarified.